Event description:
Reported indicated a vns therapy programming handheld computer is not staying on because the adapter cord is loose. Troubleshooting did not resolve the issue. The handheld has been returned to the MFR and is pending analysis.